Event description:
The pts relative found comatose. Pt does not recall if they used the suspect device to check their blood glucose. Pt did not eat all day and is on an insulin pump. The insulin pump kept dosing insulin throughout the day. 911 was called and paramedics came. The paramedics did not have their own device, so, they tried to use the pt's suspect device. They could not get a reading on the suspect device because they dosed the test strip incorrectly. Pt was given glucose tablets by the paramedics and they left. Pt was not transported to the hosp. In the suspect device memory a result of 154mg/dl was found. This result does not have a time or date associated with it.